Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer . The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The most likely cause of the no image condition is due to unexpected stress on the camera head, resulting in the failure of the ccd unit. To mitigate the risk of device damage the instructions for use provides the following: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. A shortage in cable was found causing an intermittent noise/white horizontal lines in the image. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that during a procedure, a camera head did not produce an image. There was no patient harm or injuries reported. No additional information has been obtained.